Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns patient's generator was replaced. Follow up with the surgeon's office revealed that the patient had been scheduled for surgery due to high lead impedance. The physician stated that in review of x-rays prior to surgery the "wires appear intact, as best visualized." During surgery, only the generator was replaced. Diagnostic tests were then performed and were within normal limits. Attempts to gather additional information have been unsuccessful to date.